Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer was not detected on the bus due to a piece of the metal strip from the medication package was shorting out the row board. A field service engineer removed the obstruction, reseated all cubie pockets, rebooted the device and verified the cubie pocket functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a device was not detected on bus. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.